Event description:
It was reported that during a da vinci prostatectomy procedure, a broken wire was identified at the tip of the prograsp forceps instrument. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable and grip cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: the instrument's grip cable was derailed at the distal idler pulley. The grips can still open and close, however movement may not be precise. Cable derailment is likely due to cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulley may contribute to derailment. The instrument's distal pulley had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found.